Event description:
It was reported that a stent damage occurred. The stenosed target lesion was located in the vertebral artery. A 4.0mmx19mmx150cm express vascular sd stent was selected for use. However, during unpacking, the stent struts were found to be kinked. The procedure was completed with another of same device. No patient complications nor serious injuries were reported and the patient status was stable.

Event description:
It was reported that a stent damage occurred. The stenosed target lesion was located in the vertebral artery. A 4.0mmx19mmx150cm express vascular sd stent was selected for use. However, during unpacking, the stent struts were found to be kinked. The procedure was completed with another of same device. No patient complications nor serious injuries were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed damage to the stent 15mm and 23mm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage to the stent.